Event description:
It was reported to philips that the system failed to boot-up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Upon troubleshooting actions, fse identified that the host pc hdd was not blinking and unable to detect the hdd. Fse replaced the host pc¿s hdd and restored the ghost backup. After replacement, the system was returned to use in good working order.